Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0205889588, explanted: (B)(6) 2013, product type: lead. (B)(4). (B)(6).

Manufacturer narrative:
Product ID: 3389-40, lot# 0205889588, explanted: (B)(6) 2013; product type: lead. Analysis of the lead found no significant anomaly. Breached esc was observed on the outer insulation and cosmetic esc was observed through the length of the returned lead segment.

Event description:
It was reported that there was an issue with high impedance. It was noted that the issue was specifically on electrode 3. Action required as a result of the event was a replacement. Impedance testing was done. Patient was alive with no injury. No patient symptoms were reported with this event. Additional information received reported that the date impedance testing was done was unknown as the doctor was the one who performed the test. The cause of the issue was that the patient had an epilepsy crisis. The lead was replaced and the patient was receiving therapy.

Manufacturer narrative:
Concomitant product: product ID: 3389-40, lot# 0205889588, explanted: (B)(6) 2013, product type: lead. The device was used for an off label indication. The therapy the device was used for was epilepsy.

Event description:
Additional information received reported that it was unknown when the seizures occurred. It was unknown if the patient had a history of seizures. Therapy was for epilepsy.